Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6 fr device. When deploying the device, the needles presented in the correct position. The cardiologist attempted to remove the needles, but they would not separate from the needle holder. While attempting to pull the needles, they deformed and one of the needles could not be backed down all the way. An attempt to redeploy the device was unsuccessful. The pt was taken to surgery for device removal and closure of the arteriotomy. Surgery was successful and the pt recovered without further incident.